Event description:
It was reported that the patient presented to the hospital. Upon review, the right ventricular (rv) lead had delivered inappropriate shocks due to far p-wave oversensing. X-ray imaging showed that the rv lead was dislodged. The lead was repositioned successfully on (B)(6) 2024. The patient condition was stable.